Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 817 mg/dl. The customer stated that she was feeling sick as her blood glucose levels continued elevating. Per the customer's hcp, the event was due to a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.